Event description:
Customer reported that pod was hard to fill and forced insulin into pod. Customer reported high bgs (483mg/dl) after a few hours. Customer deactivated and removed pod. Pod will not be returned for evaluation.

Manufacturer narrative:
The product was not returned, so no evaluation is possible. The customer noted that the pod was hard to fill with insulin which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise (though no crackling noise was noted) resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.